Event description:
Additional information received indicated the cause of the event was poor lead placement for the coverage needed in the patient¿s feet. A revision on (B)(6) 2013 of the lead was noted. It was stated the surgical lead was disconnected and two percutaneous leads were added to a lower vertebrae to achieve better coverage in the patient¿s feet. The results were successful as of the date of this information. No hospitalization was required and the patient recovered without sequelae.

Event description:
It was reported that the patient¿s stimulator wasn¿t working. The patient did not know if she was feeling stimulation, as her mind was ¿not working.¿ the patient rarely used therapy and also noted a loss of therapeutic effect. The patient¿s therapy was for both legs, but after implant, her pain went to her feet. The patient notified her physician of this pain. The physician planned to do a procedure, which may include repositioning her wires for pain in her feet on (B)(6) 2013. Troubleshooting was limited, as the patient did not have her equipment with her. Additional information has been requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37754, lot# / serial# (B)(4); product type: recharger, product ID: 37744, lot# / serial# (B)(4); product type: programmer, patient product ID: (B)(6), lot# / serial# (B)(6), implanted: (B)(6) 2012; product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).